Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose was 530 mg/dl. The customer treated for the high readings with the pump. The customer stated that she needed a temporary basal of 130 or more. The customer was walked through a temporary basal. The customer's last blood glucose was 467 mg/dl. The customer declined to troubleshoot for high readings.